Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to deliver the 2.75x28mm taxus express2 drug eluting stent to the lesion (location/details unknown), but was unable to cross the lesion. The physician then noted that a stent strut was bent. The procedure was completed with a different device and the patient condition is listed as good. Further information has been requested but has not been provided.